Event description:
It was reported that prior to use , the cs300 intra-aortic balloon pump (iabp) unit has a safety disk issue. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6, b7,d10,e1(name&email),e2,h6(clinical & impact).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit has a safety disk issue.

Manufacturer narrative:
A getinge field service engineer fse visited the site and found that the safety disk leak test failed due to the customer using the wrong luer plug. Then he provided the customer with the suitable luer plug and performed full calibration, functional testing and safety check to factory specifications. Thane machine was returned to the customer for clinical use.

Event description:
N/a.